Manufacturer narrative:
Investigation conclusion: the reported complaint of the pcu alarming and exhibiting a system error 255-16-275 was confirmed during testing and a review of the pcu error log. Results from a review of the pcu error log confirmed the error 800.8000.0 (general os failure) error occurring on (B)(6) 2020 at 9:52:14 am, associated to the system error 255-16-275. The event log identified the error was initiated when the user addressed a pump alarm and starts the infusion in rapid succession during the programming of an infusion of vasopressin (drugid:267). The error occurs when the user attempts to restore (state change) the previously programmed infusion. Testing replicated the failure by following the user programming steps to initiate the system error, then later restoring the infusion which triggered a system failure. During the failure, the pcu displays ¿system error¿ code 255-16-275 and the pcu records a malfunction code 800.8000.0 (general os failure). The pumps continue to infuse at the programmed rates but display ¿communication error¿. An 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware which in this complaint it was determined associated to software. Device inspection: instrument seal was observed intact. Both iui connector pins were found dull. The handle, release latch and pole clamp were in good condition. All other possible replacement parts were observed to be bd parts. Besides dull iuis, the source device was received in fair condition and the instrument seal was observed intact. At the completion of the testing, the pcu was opened for an internal inspection. There were no irregularities observed during the disassembly. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the system error code 255-16-275 is attributed to a software malfunction when the user selects two functions at the same time or in rapid succession. Device history review: a review of the device history record showed the device had a manufacture date of 09may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device received for evaluation.

Event description:
It was reported that there was a system error code: 255-16-275. The event occurred during patient use. There were 4 channels attached to this pcu at the time of the event. The following medications were infusing at the time of the system error: vasopressin 0.04 units/min, noradrenaline 10mcg/min, fentanyl 100mcg/hr, and midazolam 7mg/hr. Although requested, no additional medication information provided. Per the reporter, although the channels were alarming, they continued to infuse, but were unable to be changed or reprogrammed. There was no patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient information was provided.

Event description:
It was reported that there was a system error code: 255-16-275. The event occurred during patient use. There were 4 channels attached to this pcu at the time of the event. The following medications were infusing at the time of the system error: vasopressin 0.04 units/min, noradrenaline 10mcg/min, fentanyl 100mcg/hr, and midazolam 7mg/hr. Although requested, no additional medication information provided. Per the reporter, although the channels were alarming, they continued to infuse, but were unable to be changed or reprogrammed. There was no patient harm. Although requested, no additional patient information was provided.